Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of, the treatment for, and the outcome of the peritonitis was not reported. On an unreported date, the patient was hospitalized and one day prior to the receipt of this report, the patient was discharged. On an unreported date the patient was switched to hemodialysis (hd) therapy due to the peritonitis infection. At the time of this report, hd therapy was ongoing. No additional information is available.